Manufacturer narrative:
A medtronic representative went to the site to test the equipment. There was a software failure; software sometimes hang out at protocol choosing and could not find instrument configuration. Repair their computer in warehouse then replace back it , and get back our loaner computer. All test passed and the system is ready for work. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when they enter the protocol they could not see any instrument on software, and sometimes after they enter the protocol, the system hangs out at patients¿ images screen. After reloaded computer system, need to replace back their computer and get back our loaner computer. There was no patient present when this issue was identified. No additional information was provided.